Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an scs trial procedure and was implanted with two leads on (B)(6) 2017. Post-op, the patient was not receiving adequate therapy. Lead migration was found in reference to the lead listed on this report. As a result, the lead was explanted and replaced. Following the lead replacement, adequate therapy was present post-op.